Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report and x-rays have not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, the patient reportedly experienced sudden knee instability due to the polyethylene insert was found to be broken off. It was further communicated the patient underwent a revision approximately 10 years post implantation due to the event; however, the patient outcome and current health status remain unknown. Additionally, it is unknown if there was component migration, hyperextension, and/or trauma involved. The patient impact beyond the reported insert peg breakage ¿causing the instability¿ and subsequent revision cannot be determined. Therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: case-(B)(4).

Manufacturer narrative:
Additional information: g2 (report source details added). Corrected data: e4 (not reported to FDA), h6 (health effect - clinical code, health effect - impact code, type of investigation, investigation findings). Updated results of investigation: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the insert is fractured and worn. The clinical/medical investigation concluded that, based on the information provided, the clinical root cause of the reported ¿sudden knee instability,¿ subluxations and joint dislocation was due to the fractured tibial post insert. However, the clinical root cause of the reported fractured insert post cannot be definitively concluded. Reportedly, no trauma occurred related to patient symptoms. Additionally, it is unknown if there was component migration, or hyperextension and this cannot be ruled out as a contributing factor to the reported events. The patient impact is the reported instability, subluxation/joint dislocation with ¿polyethylene post fracture¿ and the subsequent revision. Additionally, per case notes, ¿he had no post-operative complications and at six weeks, was walking independently with a stable knee.¿ therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced an episode of knee dislocation with no history of trauma and underwent manipulation under anesthesia of their journey I tka. The patient continued to have instability symptoms with multiple episodes of subluxations in hyper-flexion, but managed to self reduce on each occasion. The patient's weight bearing x-rays confirmed posterior subluxation of the prosthetic knee. A revision surgery was performed to treat this adverse event, during which it was found that the post from the polyethylene insert was fractured with minimum wear on weight bearing surfaces of the tibial insert. All microbiology and histology are negative for infection. The patient had no post-operative complications and after six weeks was walking independently with a stable knee.

Manufacturer narrative:
H11 ¿ additional information. A1 - patient identifier. B7 - other relevant history. B6 ¿ relevant tests/laboratory data, including dates . Corrected data. B2 - outcomes attributed to adverse event. B5 - describe event or problem. G2 - report source: this complaint originated from a user report submitted to the mhra in 2023. On june 19, 2025, the agency provided smith+nephew with a literature article containing additional information (doi: 10.1016/j.knee.2023.12.009; please refer to the attached document), prompting the submission of this supplemental report. H6 ¿ health evaluation codes.

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed due to primary osteoarthritis, the patient experienced a knee dislocation ten years post-operatively. No trauma was reported at the time of the event. Even though manipulation under anesthesia was conducted in the operating room, he continued to experience multiple episodes of posterior subluxation in hyper-flexion. These episodes were self-reduced, but radiographs later confirmed posterior subluxation. His aldfa was 84.3 degrees, dfva was 5.7 degrees, ampta was 90.5 degrees, and ps was 3.6 degrees. This ongoing event was addressed through an insert revision surgery: intraoperative findings revealed a fractured tibial polyethylene post. Impingement between the femoral component and the posterior aspect of the post was listed as a contributing factor. Tibial and femoral component were well-fixed and therefore remained in-situ. Microbiological analysis ruled out presence of infection. A custom-made polyethylene insert was placed in exchange. He had no post-operative complications and at six weeks, was walking independently with a stable knee. His post-operative range of movement was 0¿120 degrees compared to 0¿85 degrees prior to revision.

Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the insert is fractured and worn. The clinical/medical investigation concluded that, ten years after a right knee replacement with the journey I bcs system, a 77-year-old male experienced a non-traumatic knee dislocation, followed by ongoing instability and subluxation episodes. Imaging and device analysis revealed a fractured tibial polyethylene post with minimal wear, leading to revision surgery using a custom insert while keeping the original components. The retrieval analysis reported in the article revealed posterior impingement of the tibial polyethylene post and fatigue failure with little wear of the tibio-femoral bearing surface. It is unknown if patient factors contributed to the event. No infection was found, and the case aligns with guidance for using first-generation inserts only in compatible revisions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed .at this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced sudden instability in the past six months. The peg from the polyethylene insert has broken off hence causing the instability. A revision surgery was performed to treat this adverse event. Further information was not provided.